Manufacturer narrative:
Reportedly, a problem during device interrogation was observed when using the subject programmer. Neither expertise files, nor additional information were provided for analysis and the subject device was not returned. As a result, no investigation could be performed and the root-cause of the reported behavior could not be determined. The case is therefore closed as is. The complaint will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, a problem during device interrogation was observed.